Event description:
The caller reported that they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, successfully completed the necessary steps to fill and load a new cartridge on the pump, ensuring insulin delivery could be resumed properly.